Event description:
It was reported healthcare professional (hcp) was able to aspirate the reservoir but unable to fill it. A few days ago the hcp was going to fill the patients pump with refrigerated drug and the drug had precipitate in it. They had difficulty filling and stopped the refill and maybe got 1ml in the pump and patient was to come back for a refill today. Today they were attempting to refill and could not get the drug in the pump. The drugs in the pump were fentanyl and bupivacaine. Additional information has been requested but was not available at the time of this report.